Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, she had lost her balance and she was pushed into the pool and she had the insulin pump on. Customer stated the device stopped working and it alarm unexpected restart. Customer's blood glucose was 103 mg/dl. Customer reported there was fluid under the lcd display. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.